Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported that the patient underwent a heart transplant on (B)(6) 2021. The information provided indicated that no adverse patient consequences, alarms, or functional issues with the left ventricular assist system (lvas) were reported in association with the event. Multiple attempts were made to obtain additional information regarding the event as well as the product¿s return status; however, no further information was provided by the account and the pump has not been returned to date. If the heartmate (hm) 3 lvas, serial number (B)(6) , is returned at a later date, this investigation may be reopened to include the evaluation of the device. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook are currently available. No device related issues were reported by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19dec2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant.